Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was reported that fluctuating end of service projections were obtained when interrogating a patient's generator. On (B)(6) 2010, the end of service projection was 2 years at settings of 2.5/20/250/7/0.2 but on (B)(6) 2010, at the same settings, the end of service projection was 1 month. The physician then adjusted the settings to prolong battery life. The settings were adjusted to 2.5/20/250/30/0.8 however, at these settings, the end of service projection was 0 months. A copy of the programming history was received and analyzed by the manufacturer. The review of the data did not indicate that the generator had been disabled however the % battery consumed did not match the remaining voltage. The patient underwent surgery in which the generator was explanted. Good faith attempts to obtain the explanted generator are currently being made.